Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform functional testings due to flashing display. No cosmetic damage on the case noted.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported the insulin pump began beeping and states the screen went blank. The customer did troubleshoot the issue and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.